Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the device, the physician initially could not engage the setscrew after loosening it for a lead reposition. After some manipulation, the physician was able to loosen the setscrew further and then tighten it. The device remains in use. No patient complications have been reported as a result of this event.